Manufacturer narrative:
Information unknown/asku. Section d6a, if implanted, give date: not applicable as the iol was inserted and removed during the same procedure. If explanted, give date: not applicable as the iol was inserted and removed during the same procedure. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. The customer indicated that no further information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded iol (intraocular lens) was fully inserted when it was noticed the lens was scratched. The product was removed and discarded. The customer indicated that no further information is available.